Manufacturer narrative:
Manufacturers ref# (B)(4). Additional information does not require re-investigation and the investigation of (B)(6) 2019 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019 preserve sae report form: subject is a 69 year old male enrolled in preserve (B)(6) 2017 and had cook günther-tulip¿ vena cava filter same day due to contraindication to anticoagulation because of gi bleed. Subject has a rectal cancer, a left lower extremity dvt limited to below the 7popliteal vein and renal insufficiency. Subject was hospitalized (B)(6) 2017, diagnosed with new acute bilateral deep vein thromboses on (B)(6) 2017, and discharged on (B)(6) 2017 when these resolved without sequelae. Subject went into hospice care and withdrew from the study on (B)(6) 2017. Patient outcome: additional information received (B)(6) 2019 preserve sae report form: "subject went into hospice care and withdrew from the study on (B)(6) 2017."

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref#: (B)(4). MFR site: name and address for importer site: (B)(4). Summary of investigational findings: patient was diagnosed with acute thrombus extending down to b/l pt approx. 3½ months after filter placement. Patient was discharged approx. 13 days later without any reported treatment. No imaging was provided and no product was returned. Therefore, based on information provided it would be inappropriate to speculate at what may or may not have caused the reported thrombosis approx. 3½ months after filter placement. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. No evidence to suggest that the tulip filter was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
¿No additional information regarding the patient and/or event has been received since the previous medwatch report was sent¿.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: patient was consented in preserve and had the günther-tulip¿ vena cava filter system successfully placed on (B)(6) 2017. Patient was admitted to hospital on (B)(6) 2017 and diagnosed with acute bilateral deep vein thromboses on (B)(6) 2017. He was discharged on (B)(6) 2017. This event was considered possibly related to the device. Additional information received 26nov2018: "on (B)(6) 2017 patient was admitted and CT diagnosed incidental finding of extensive ilecocaval thrombus extending down to b/l pt. Never been on ac because of significant rectal bleeding when first diagnosis with cancer. No intervention at this time." Patient outcome: resolved without sequelae date of resolution: (B)(6) 2017.